Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon pressing the wake button the pump does not display the lock screen, however it displays the options menu instead. Reportedly, upon follow from tandem technical support, the customer reported the issue no longer persisted. Customer's blood glucose ranged between 100 mg/dl to 200 mg/dl.